Event description:
It was reported that a patient underwent a pelvic floor repair procedure on (B)(6) 2006. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
The indication for the procedure on (B)(6) 2006 was to treat stress urinary incontinence and pelvic organ prolapse. The patient underwent mesh removal surgeries on (B)(6) 2009, (B)(6) 2009, (B)(6) 2010, and (B)(6) 2011 due to bladder stones, mesh in bladder, pain and dyspareunia. (B)(4). Bladder stones. Dyspareunia.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.(B)(6).in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2011-01719. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was reported that the patient underwent cystolitholapaxy, holmium laser of intra-detrusor exposed transvaginal mesh, and vaginoscopy on (B)(6) 2012. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). It was reported that the patient had a tah/bso on (B)(6) 1008.